Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported a sensor failure or a failure to alert issue occured with the cgm. The patient was assisting his granddaughter with a flat tire and the next thing he recalls was being on a gurney, speaking with paramedics. The patient stated his cgm had been ¿acting up¿ prior to the event. The patient had eaten a double gravy biscuit, felt fine, his cgm displayed 90 mg/dl and went to help his granddaughter. At approximately 30 minutes later at 9:00 am, he lost consciousness. Emergency medical services was called and treated the patient with an unspecified medication. Once alert, the patient¿s cgm displayed 40 mg/dl, was instructed to eat and declined transportation to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.